Event description:
Customer reported occlusions but noted pump history did not show these, instead displaying a change cartridge alarm. They experienced high blood glucose levels, uncertain of the cause, with readings over 400 mmol/l. There was confusion about the high levels, and it was indicated that mental difficulties interfered with responses to technical support questions. The customer adhered to corrective measures, such as changing the infusion set and cartridges twice, which resolved the issue. Though unsure if they resorted to manual insulin delivery, assistance from a third party was not required. Despite experiencing similar issues twice previously, they successfully filled the cartridges on their own. Technical support agreed to send replacement cartridges at the customer's request.